Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2015 with the following findings: during testing, the battery compartment was found to be cracked. There was evidence of moisture inside the pump on the transceiver board and on the back side of the battery canister. In addition to these issues, the pump casing was found to be cracked near the upper right and lower right corner of the display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and moisture in the pump. This report is made based on results of investigation completed on 10/21/2015.